Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of homechoice cassette was unable to disconnect from the transfer set. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information to b5: upon further information received it was reported that the patient was on continuous ambulatory peritoneal dialysis (capd) and did not use a machine; therefore, the cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.